Event description:
It was reported that the patient's right knee was revised due to loosening of the patellar component (possible cause reported is that the patient banged their knee on the underside of a car while working on it). The patellar component was replaced. Rep will confirm if the explant is available for return. Otherwise, rep confirmed that no further information will be released by the hospital or surgeon.